Event description:
During use of the device for a non-clinical activity, the user reported that when vent one was activated on the central control monitor, vent two would run and vice versa. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.

Manufacturer narrative:
Device evaluated with respect to operational environment. Modification of device - by user/user facility. No evaluation will be performed. Note: the reported complaint was not confirmed. The returned logs showed that the system had the same assignments for the past 3 months. The pumps were re-assigned back to the expected configuration, by terumo clinical member and the staff perfusionist. The root cause was attributed to customer technique.